Event description:
Patient was undergoing a balloon angioplasty on his right coronary artery. Upon inflation to a max of 18 atm for 1:50 seconds, balloon ruptured. Patient experienced chest pain with st elevation and was taken to or for CABG. No balloon fragments found. Enlarging hematoma between intima and adventitia with total circumferential dissection of intima noted.